Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a female patient presented with toxic anterior segment syndrome (tass) postoperatively. It was thought the patient had a corneal abrasion, but was verified to be tass. The patient's symptoms have resolved. This is the first of two patients for this facility.